Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia with an unknown blood glucose level. The customer's other blood glucose level was 400 mg/dl. The insulin pump was not on auto mode at the time of incident. They also reported that the insulin pump was not working and had blank display. Troubleshooting was performed and the display returned. They also received an insulin pump error alarm. They were able to clear the alarm and rewind the insulin pump and it also passed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No pump error 37 alarm noted. The motor was tested outside of the device and passed. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with pillowing keypad overlay. (B)(4).